Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the foreign source.

Event description:
Reporter stated, the feeding was adminstered in 4 hours instead of 2. Patient was late for scheduled activities, but experienced no illness, injury or medical intervention. One patient involved. Note: event date given above is approximate.